Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/5/2016 with the following results the battery compartment was cracked in two places.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing battery compartment ) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.